Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove and inspect the cartridge, clean the pneumatic tap area, and ensure the cartridge was properly attached. The customer successfully completed the load process and resumed insulin delivery.